Manufacturer narrative:
. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic (this would be unrelated to the complaint). The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporting facility indicate that company (3.00cyl.), 23.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company toric lens. Sphere and cylinder power were not provided. The patient measurements with the 23.0 diopter lens were ucva:20/40; bcva:20/30; refraction: -0.50+0.25x170. The measurements after the lens exchange were ucva:20/40; bcva:20/30; refraction: -0.25+0.25x170. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate multifocal. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as unable to focus. Additional information has been requested, received and stated the iol was exchanged for unspecified toric lens from different company. There was no patient harm.